Event description:
A damaged haptic after implantation, torn trailing haptic, was reported. The iol was replaced with another lens immediately during surgery. The patient has recovered and is fine.

Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. ((B)(4) model: 150). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Sotm-g115-12). Exact root cause was not determined. However, from our investigation, we believe the event is not related to our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.